Event description:
Medtronic received information via literature regarding the comparison of left ventricle pacing among pre-shaped guidewires designed for transfemoral-approach transcatheter aortic valve (tav) implant. All data were retrospectively collected from a single center between 2017 and 2020. The study population included 204 patients, of which 34 implants took place with a medtronic confida guidewire (predominantly female, mean age 85 years). Additionally, 48 patients were implanted with a medtronic evolutr tav and 156 were implanted with a non-medtronic tav. Unique device identifier numbers were not provided. Among all patients, two deaths occurred. There was no allegation that a medtronic tav or guidewire was directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implant, ischemic stroke, valve migration, coronary obstruction, cardiac tamponade due to annular rupture. Based on the available information a medtronic tav may have been associated with the adverse events. No complaints were made against the confida guidewire. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: tamura y, tamura y, konami y, suzuyama h, horio e, yamada m, sassa t, taguchi e, horibata y, ideta I, kawamura a, sakamoto t. Comparison of left ventricular pacing performance among pre-shaped guidewires designed for transfemoral-approach transcatheter aortic valve implantation. Heart vessels. 2021 sep 15. Doi: 10.1007/s00380-021-01938-4. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.